Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 56 mm; cat#542-11-56f ; lot# 33368601. The 6.5 cancellous bone screw 25 mm; cat#2030-6525-1 ; lot# mhklx1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient is on wait list for revision surgery for left hip replacement due to pain which has been getting progressively worse. Patient had a primary right total hip replacement on (B)(6) 2009 and a left hip replacement on (B)(6) 2011. Update 11 dec 2017: a review of the provided medical records by a clinical consultant showed that there was an allegation of altr with abnormal ion levels. These failure modes were not confirmed given the available information.

Manufacturer narrative:
Additional information: executive summary update. An event regarding altr and abnormal ion levels and trunnionosis/ corrosion involving a lfit v40 cocr head that was mated with an accolade stem. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant revealed: "no x-rays, CT or mr images are available for review. There is no confirmation of a recalled component as alluded to and no listing of the components in the right hip. Moderate stable elevated serum cobalt in patient with two total hip arthroplasties is not necessarily pathologic. This entire clinical picture could relate to iliopsoas tendinitis, possibly related to acetabular component positioning, with later CT and MRI findings consistent with a release and retracted iliopsoas muscle and scarring of the tenon from both the release and previous injections. There is no confirming evidence that factors of prosthetic corrosion are the cause of this clinical situation. If additional information is received, this report will be updated." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant revealed that "no x-rays, CT or mr images are available for review. There is no confirmation of a recalled component as alluded to and no listing of the components in the right hip. Moderate stable elevated serum cobalt in patient with two total hip arthroplasties is not necessarily pathologic. This entire clinical picture could relate to iliopsoas tendinitis, possibly related to acetabular component positioning, with later CT and MRI findings consistent with a release and retracted iliopsoas muscle and scarring of the tenon from both the release and previous injections. There is no confirming evidence that factors of prosthetic corrosion are the cause of this clinical situation. " the reported device was mated with a lfit v40 cocr head which has been identified to be within scope of nc and CAPA. See CAPA for further information. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, CT or mr images and return of the device are needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
Patient is on wait list for revision surgery for left hip replacement due to pain which has been getting progressively worse patient history: primary right total hip replacement at sutherland hospital by dr turnbull was on (B)(6) 2009 left hip replacement at sutherland hospital on (B)(6) 2011 with dr. Update (B)(6) 2017: a review of the provided medical records by a clinical consultant showed that there was an allegation of altr with abnoral ion levels. These failure modes were not confirmed given the available information. Update on (B)(6) 2019 by qs: based on the review of the provided medical records: "on an (B)(6) 2016 consultation it was noted, "painful left hip. Diagnosis: iliopsoas tendonitis, plus or minus trunnionosis. Plan: iliopsoas arthrosopic release. Summary: consistent with iliopsoas tendinitis and he has had good response from aspirations and injections in the past. There may however be a degree of metallosis secondary to corrosion at the trunnion producing his bursal effusion." The failure mode was not confirmed given the available information.

Manufacturer narrative:
An event regarding altr and abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical notes by a clinical consultant noted the following; the left hip was replaced on (B)(6) 2011, there was initially mild groin pain on the left side, slowly progressive however over the years until really disabling in 2015 when additional investigations were performed including ultrasound and MRI that showed some mild fluid collections around the left hip but no indications for pseudotumor or other pathology. Systemic cobalt was however mildly elevated with 50-nmol/l. MRI and CT-scan in (B)(6) 2017. New findings on MRI did confirm a soft tissue mass around the left hip was developing while systemic cobalt was still somewhat elevated. Given this clinical diagnostic entity not responding to appropriate treatment does clearly suggest that an arthroplasty problem is present contributing to overload with secondary effects upon the taper section of the accolade stem causing the elevated cobalt ions plus the alval/pseudotumor suspicion on MRI. Quite likely this is related to cup malposition or similar unless proof of contrary by x-ray information. Due to absence of xrays this important differentiation cannot be made and thus no clear diagnosis can be established with the current medical records information. X-rays are dearly required to solve this case. Once revision surgery was been performed, currently in the planning phase, additional information can also be expected to help solve this case. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, histopathology reports and return of the device are needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
Patient is on wait list for revision surgery for left hip replacement due to pain which has been getting progressively worse. Patient had a primary right total hip replacement on (B)(6) 2009 and a left hip replacement on (B)(6) 2011. Update 11 dec 2017: a review of the provided medical records by a clinical consultant showed that there was an allegation of altr with abnormal ion levels. These failure modes were not confirmed given the available information.